Event description:
During the procedure, the surgeon reported that the monopolar did not work. The device was removed from the field and a new device utilized. It is unknown if the new device was of the same or a different lot.